Event description:
Distributor reported "detached" the letters of the insertion sleeve. It has caused contamination of the field and the implant. No other information.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach of sterile barrier seal.